Event description:
The customer reported that the patient was able to use their dentures and cut through the netting on one side of the panels. The staff noticed this and removed the patient from the canopy before any fall occurred.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that window side c has a two foot tear in the mesh. Panel side c left leg has 4 inch tear in the material. (B) (4).